Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted and downloaded log files but was not reproduced on the returned heartmate 3 system controller. The submitted and downloaded log files from controller, serial number (B)(6), captured driveline communication fault alarms due to communication a faults on (B)(6) 2025. The alarm briefly resolved before reactivating on (B)(6) 2025. The alarm was then active until the driveline was disconnected on (B)(6) 2025. This is consistent with the reported controller and modular cable exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured. Additional log files were submitted from the new controller, serial number (B)(6), which captured the driveline being reconnected on (B)(6) 2025. No additional driveline communication fault alarms were captured. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The controller was then connected to the returned modular cable, lot number 10564613, and a mock circulatory loop for an extended period without issue. No driveline communication fault alarms were observed during testing. The provided information indicated the modular cable and controller were exchanged, and no further alarms have been reported. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were emailed for review. The log files captured a driveline communication a fault alarm on (B)(6) 2025. The driveline communication a fault alarm did not interfere with pump operation. The remainder of the log file was unremarkable. The modular cable was exchanged and no driveline fault events were found. The system controller was exchanged and returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.